Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 52 events were reported for this quarter. Product return status: 52 devices were received. Event confirmation status: 51 reported events were confirmed. 1 reported events were not confirmed. Evaluation results: 51 devices were found to be affected by missing paint chips. 1 device had no device problem found. Additional information: 52 devices were not labeled for single-use. 52 devices were not reprocessed and reused.

Event description:
This report summarizes 52 malfunction events in which the device had paint chips missing. 52 events had no patient involvement; no patient impact.